Event description:
Ous MDR - it was reported that the lead was explanted and replaced approx. 3 months after implantation. The patient experienced dizziness and syncope when he made certain movements with his left arm. Ineffective stimulation could be reproduced during follow-up. The explanted lead was squezeed in the pocket area.

Manufacturer narrative:
The returned lead was extensively analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection found a deformation of the lead body and the outer conductor helix in the form of a constriction about 18.5 cm distal of the is-1 connector pin. The insulation was damaged at this site. This damage pattern is with high probability the cause of the clinical complaint. Based on the characteristics of the damage pattern, it is assumed that a tight ligature led to the damage. Aside from the cuts in the insulation, which were probably caused during the explantation, no further damage was detected. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.